Event description:
The user facility in china reported that the vitrectomy cutter did not cut during procedure. The cutter continued to aspirate. The surgery was prolonged for 5 minutes. Additional anesthesia was not required. There was no patient impact reported. The patient is currently in good condition.

Manufacturer narrative:
The product has not been returned despite multiple requests. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Manufacturer narrative:
The product is not available for evaluation so we were unable to investigation for root cause. Review of the device history record shows the product was properly made and met all release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.